Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose levels, carbohydrate intake and insulin history is as follows: (B)(6). The pod was deactivated and she noticed that the cannula came out and insulin was leaking form the cannula.